Event description:
The customer reported that the handle and blade of the device locked up during use. The surgeon was able to remove the device from the tissue with no harm to the pt. Upon receipt of the device for eval at covidien, the knife blade was found to be protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.